Manufacturer narrative:
The investigation is still ongoing. We will provide results within a separate follow-up-report.

Event description:
It was reported that the device posted "ventilator inop" when the customer switched from manual ventilation to automatic ventilation. There was no injury reported.

Manufacturer narrative:
Evaluation of the electronic device log and the motor in the manufacturer¿s lab revealed that there was a failure of the ventilation encoder system. This symptom could also be confirmed by the log analysis, since an encoder error was detected twice before the device generated a ¿ventilator fail¿ alarm. The failure of the ventilation encoder system could happen due to an error of the monitoring electronics or the motor control electronic of the motor itself. It is also possible to cause this behavior by contamination of the optical encoder disc. The optical inspection of the motor assembly revealed small drops of oil on the encoder disc. This oil flows over the disc, caused by the rotation. It was found at the edges of the disc, the encoding slots and inside of the photocell, which recognizes the encoder impulses. Therefore the correct number of increments might not be counted correctly. The oil was used temporarily during the manufacturing process and was replaced by grease. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extend which enables the user to finish the particular surgical procedure. Dräger finally concludes, that the device responded as specified upon the symptom; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.